Event description:
The customer appears to have had an allergic or other reaction to the device, or another event that occurred immediately prior to or concurrently with use, based on limited data supplied by the consumer. This reaction caused his lips to swell and his tongue and sides of his mouth to feel numb. Customer states that he is allergic to polyvinyl chloride. This reaction could possibly lead to a life-threatening situation, although in this case it did not. The consumer did not seek medical attention for this incident to confirm the occurrence of an allergic reaction. Ref medwach (B)(4).